Manufacturer narrative:
Product complaint: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please clarify this statement: ¿it was unable to obtain the information regarding whether our products were used during the procedure.¿ is it unknown if stratafix suture was used during the procedure? Is it unknown if any ethicon suture was used during the procedure? Stratafix suture (sxpp1a404) was confirmed to be used for fascial closure during the index procedure; therefore, it is not unknown. Use of other ethicon sutures beyond the identified stratafix product is unknown. What is the surgeon¿s experience with this stratafix suture? The surgeon¿s specific experience level with this stratafix suture is unknown. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Age, gender, weight, and bmi are unknown. Date and name of index surgical procedure? The index procedure was an open abdominal surgery for liposarcoma; the exact date is unknown (approximately three months prior to the report). The diagnosis and indication for the index surgical procedure? Abdominal liposarcoma requiring open surgical resection. Were any concomitant procedures performed? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open approach. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The tissue was considered fragile/compromised, per the surgeon¿s opinion. For the original intended closure, how were all layers closed? Fascial closure was performed using stratafix suture; details of other layers are unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Redness at the wound site was noted approximately postoperative day 3¿4. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? No further information is available. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? No further information is available. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? No further information is available. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? No further information is available. Were two reverse stitches performed across the incision prior to closure? No further information is available. What tissue dehisced? The fascia dehisced, resulting in bowel protrusion (incisional hernia). Onset date/time of dehiscence? (# post op days): approximately postoperative day 3¿4. How was the dehiscence managed? Surgical mesh repair was performed. Please describe any surgical intervention required for the wound dehiscence including date and findings. Mesh repair surgery was performed after identification of fascial dehiscence with bowel protrusion; exact date and intraoperative details are unknown. Please describe the appearance of the suture during the second procedure. The fascia appeared torn; detailed appearance of the suture itself is unknown. Did a post-op suture breakage lead to a wound dehiscence? Suture breakage was not confirmed. Did the suture break? If so, where was the break noted (termination, middle, end)? No further information is available. If the suture did not break post-op, did the tissue tear? Yes, the surgeon noted that the sutured fascia appeared torn, suggesting tissue failure. Did the suture pull out of the tissue? This cannot be confirmed; tissue fragility was suspected. Did the suture barbs not engage in the tissue post op? No further information is available. Were there any precipitating patient stress factors that led to the sutures breaking or pulling out of the tissue? No further information is available. Are photos available? No, photos are available. Please describe the patient manifestations of the reported infection (location, severity, appearance). An infection occurred postoperatively with delayed wound healing; further details are unknown. Please provide the onset date/time of infection from the initial surgical procedure. No, further information is available. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No further information is available. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No, further information is available. Were cultures and sensitivities performed? If so, please provide the results. No, further information is available. How much and what type of drainage is present in this wound? Unknown. Please describe any medical intervention performed including medication name and results. Details of medical treatment after infection could not be obtained. Were any pre-op cleansing procedures changed recently? If yes, please describe: unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No, specific suture deficiency was reported, the surgeon suspected tissue fragility as a contributing factor. Other relevant patient history/concomitant medications? No further information is available. What is the physician¿s opinion as to the etiology of or contributing factors to this event?the physician believes that fragile or weakened tissue led to fascial tearing and dehiscence rather than a product defect. What is the patient's current status? The patient is stable. The patient is stable. Surgeon¿s name? (B)(6). Lot number? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the mesh used was manufactured by another company. Information regarding post-infection treatment was not available. It was unable to obtain the information regarding whether our products were used during the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify this statement: ¿it was unable to obtain the information regarding whether our products were used during the procedure.¿ is it unknown if stratafix suture was used during the procedure? Is it unknown if any ethicon suture was used during the procedure? What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? What symptoms did the patient experience following the index surgical procedure? Onset date? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did a post-op suture breakage lead to a wound dehiscence? Did the suture break? If so, where was the break noted (termination, middle, end)? If the suture did not break post-op, did the tissue tear? Did the suture pull out of the tissue? Did the suture barbs not engage in the tissue post op? Were there any precipitating patient stress factors that led to the sutures breaking or pulling out of the tissue? Are photos available? Please describe the patient manifestations of the reported infection (location, severity, appearance). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Lot number?

Event description:
It was reported that a patient a laparotomy for treatment of a liposarcoma on an unknown date and a barbed suture was used for fascial suturing of the wound closure. The procedure was approximately 3 months ago. Post-op, the wound became red three to four days after the surgery and the wound was opened, it was found that the fascia had separated and the intestine had prolapsed (abdominal incisional hernia). The infection occurred, and recovery was delayed. Mesh repair was performed and the patient recovered after the surgery. The tissue may have been vulnerable because the sutured fascia was torn. No sample will be returned. Additional information was requested.